Manufacturer narrative:
The investigation has determined that lower than expected sodium results were obtained from a non-vitros biorad quality control fluid using vitros chemistry products na+ slides lot 4231-1039-1736 on a vitros 350 chemistry system. The assignable cause of the event is an instrument issue related to the performance of the vitros 350 chemistry system. The customer stated that several condition codes were posted on the vitros 350 system around the time of the event. No specific condition codes were provided. In addition, historical quality control results were imprecise. An ortho field engineer (fe) performed service actions on the vitros 350 system that included cleaning the electrometer and replacing the evaporation caps and the evaporation cap springs. Post service quality control results were within expectations and there has been no reported recurrence from the customer of unacceptable vitros na+ results since the service actions were performed on the vitros 350 system. (B)(4).

Event description:
The customer reported that lower than expected sodium results were obtained from a non-vitros biorad quality control fluid using vitros chemistry products na+ slides lot 4231-1039-1736 on a vitros 350 chemistry system. Biorad lot 56640 l3 results of 104 and 134 mmol/l vs the expected result of 163.2 mmol. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The lower than expected vitros na+ results were obtained from a quality control fluid and were not reported from the laboratory. However, the investigation cannot confirm that patient sample results would not be affected if the event were to recur. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).